Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pace impedance measurements (greater than 2000 ohms), high pacing threshold measurements, and experienced loss of pacing. No observations of asystole were noted. The physician believes the lv lead is working fine and plans to continue monitoring the system. The crt-d and lv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this patient's left ventricular (lv) lead was explanted and replaced during a routine procedure to change out this device. The lv lead was replaced due to the ongoing observance of high pacing threshold measurements and high out of range pace impedance measurements. No additional adverse patient effects were reported.